Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged outside of the pt during the procedure while attempting to treat a lesion located in the proximal rca. Guide wire placement was lost and the stent delivery system (sds) was pulled out and then re-inserted; however, after re-inserting, it was noticed that the stent had dislodged outside of the body before re-inserting to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. The stent implant was returned lightly smashed the entire length. There was no other damage noted to the stent implant. The balloon was loosely folded. There were slight crimp marks visible on the balloon between the markers. There were five kinks in the inflation lumen 2 cm, 10.8 cm, 17.4 cm, 20 cm, and 20.5 cm distal to the guide wire exit notch. There was a kink in the hypotube 97.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters. The outer diameters did not meet manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned sds. It was reported that during an attempt to treat a lesion with the sds, guide wire placement was lost and the sds was removed. The sds was re-inserted, however, it was then noticed that the stent had dislodged outside the pt. Analysis of the sds confirmed the stent was dislodged from the balloon. Contrast in the inflation lumen is consistent with the device being prepared for use. A loosely folded balloon indicates that the balloon had at least been partially inflated. The crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameter dimensions were oversized; however, the entire length of the stent was returned slightly smashed. It is also expected that the stent would expand during travel over the balloon. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a mfg quality issue. In addition, a kink in the hypotube and five kinks in the inflation lumen were noted, which were not reported in the incident and may have occurred during the packaging of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. Product performance engineering will trend and monitor the experience circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.